Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer. Lemo connector blue seal replaced.

Event description:
The device has been reported to have been getting a grinding noise increasing during biopsy procedures. There have been no patient consequences.